Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8352500; model: sc-8352-50; serial: (B)(4); batch: 20575925.

Event description:
It was reported that the patients spinal cord stimulator system was not working. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned.